Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer stated that the insulin pump had alarmed no delivery. Troubleshooting could not be performed at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.